Event description:
Dr (B)(6), surgeon at the hospital, alleged the following event to (B)(4), sales rep: "during a t9-l3 arthrodesis, dr (B)(6) placed the persuador and during the persuasion of the screw onto the mantis screwhead, one of the tulip post (which hold the blade) moved aside and fractured." There was a delay for extracting the screw and replace it by another one.

Manufacturer narrative:
Visual inspection, manufacturing record review, complaint history analysis, and risk assessment. Results: visual inspection. The tabs on one side of the screw-head of the returned screw were confirmed to be broken. Manufacturing record review. No deviations were noted. Complaint history analysis. Twelve complaints of screw tab-breakage have been received on the mantis cannulated polyaxial screw range since it was 1st marketed in 2006 during which time almost 20,000 mantis surgeries have been performed. The screws that were associated with past complaints were metallurgically analyzed but no material issues were detected. Risk assessment. The surgery was completed successfully, however, the surgeon was unable to remove the broken tab-fragments which are made from biocompatible material. Conclusion: the breakages were deemed to the result of high stresses being applied to the screw or bad tool positioning or a combination of both. The failure is believed to be user related.